Event description:
It was reported that pump experienced malfunction with displayed malfunction code, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer acknowledged and understood.